Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The patient's wife complained of a discrepant inr result with coaguchek xs meter serial number (B)(4), compared to a laboratory using the neoplastine method. At 10:10 a.m. The meter result was 4.4 inr, and at 10:48 a.m. The laboratory result was 3.0 inr. There was no treatment administered based on either result. The patient's therapeutic range is 2.0 inr - 3.0 inr. The meter coded 'ok'. No adverse event occurred. The patient is feeling ok/fine and had no illness, no new medication, no diet change and no bleeding or bruising. The patient's coumadin dosage was not changed due to the meter result. There was no treatment was received, no serious injury occurred. The patient is not anemic, not on heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Strips have been requested for return.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. No product was returned for investigation.